Manufacturer narrative:
The customer¿s report of leaking was not confirmed. Visual inspection of the set revealed no holes or tears on the tubing and no cracks, crazing or breaks on the components of the set. There were no anomalies observed. Functional and pressure testing was performed and there was no leak observed. The root cause of the customer's report was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported fluid leaked from the extension set at the luer-to-tubing engagement. No patient harm reported.